Event description:
Back in 1968, I had copper holding my patella together which they were supposed to take out and never did. Now I have neurologic issues, can't write, can't type, am uncoordinated and lose balance. I've had skin grafts due to imbalance. I've had breast cancer, which they took out and has not gone into the lymph nodes yet and I had breast implants that were leaking, put in in 1989.